Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary legacy full height drawer 5 with all c row pocket failed to be detected by bus. The field service engineer (fse) replaced a new inseparable and reseated and checked all cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the customer was unable to be recover full height cubie drawer 5 pockets c1 and c3. When the customer tried to recover, it displayed error as required maintenance. The customer stated that this malfunction occurred when the user tried to dispense the medication to patient. There were no adverse events or injuries reported based on this event.